Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer tried to delivery a bolus but it stopped delivering. She changed the reservoir, infusion set, and site but the issue persisted. The customer's latest blood glucose level was 232 mg/dl. When the customer delivered a bolus, she received a no delivery alarm. The customer also reported that she was hospitalized on (B)(6) 2014 and was given medication that did not affect the insulin pump. Her blood glucose level was above 700 mg/dl and was not readable by the meter. She treated her high blood glucose level with IV fluids to flush her system and shots of insulin. It was reported that she was taking a pill called prenazone that caused her blood glucose levels to rise. The product was not returned. Nothing further to report.